Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for spinal pain indications. It was reported that the patient stated it was taking a long time to connect to their pump to deliver a bolus. The patient stated it would first pull up on the first part of the screen and it would get up to 90% and it might take 10 minutes. The patient then said when it would go to the next part of it, it would go up to 100% and took forever to go through. An agent walked the patient through clearing data and the patient was able to successfully connect to the pump. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. D10: section d references the main component of the system. Other medical products in use during the event include: product ID: hh90t01, serial:(B)(6), product type: 2201-mobile platform product ID: a820, product type: software, software version: 2.0.1700. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.